Event description:
It was reported that the iqvia was onsite to do the software update, but the arctic sun device would not pass the functional check, device was not cooling chiller temperature (t4) was 31.1, will have to come in for service and have the software updated at that time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.